Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated, the infusion set leaked insulin at the connector. The cannula had been in use for 12 hours when the patient smelled insulin and noticed the self-adhesive and his skin were wet. No physiological effects were reported. The infusion set was requested for evaluation.